Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 2 events were reported for this quarter. Product return status - 2 devices were received for evaluation. Evaluation status - 2 reported events were not confirmed during testing; the device were found to be within specifications. Additional information - this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.